Event description:
In (B)(6)2010, the patient underwent xenmatrix implant (unknown date). The graft was placed as a bridge on the open abdomen. Black wound vac foam was placed directly in contact with the graft. On (B)(6)2010, per the surgeon, the graft had torn down the middle. The patient underwent graft explant.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.